Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "the customer reported that a part of reduction forcep in the tibia. The customer's understanding is that the end thread has worn out completely".